Event description:
The customer reported that the insulin pump was not delivering insulin and the device did not alarm no delivery. Troubleshooting was performed. The customer attempted to push insulin through the tubing while been disconnected and nothing came out. The caller did not have any supplies available at the time to run the high pressure test. The customer called back to perform the high pressure test, and the test failed. Instructed the caller to discontinue use of the insulin pump and revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.